Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a stroke (unrelated to device/therapy) and get confused easily. The patient stated for the last couple of weeks their therapy has been less effective. The patient stated it worked well at first but he has now plateaued. The patient was also taking pain medication thus drinks a lot of water. The patient mentioned he had an incident where stimulation was too high and took it down a notch. The patient indicated for use is urinary dysfunction/sacral nerve stim/gastrointestinal/ pelvic floor.